Event description:
It was reported that non sustained oversensing was occurring due to double counting of ventricular events due to loss of capture as a result of latency between a biventricular paced event and an evoked response on the ventricular sense amp channel. The discriminator channel showed some differences in morphology between the events that appeared to be capturing and those that appeared to have some sort of non-capture. The patient was to be re-evaluated at a future date in clinic to assess capture thresholds and increase the pacing margin as necessary. There were no reported patient consequences.